Event description:
It was reported that during device check, high threshold and a decrease in sensing was observed. Externalized conductors were observed via x-ray. The patient is in end stage kidney failure and has elected to program off the device.